Event description:
During a routine pacemaker check pt was found to have low impedances on pacing lead, symptoms of dizziness and light-headedness, possible representing failure ot capture of ventricular lead at the post av node ablation and was admitted for pacemaker lead revision.